Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture threshold. It was suspected the lead had fractured. No further information was available.

Manufacturer narrative:
Correction: it was reported that the patient was stable. Correction: type of reportable event should have been malfunction rather than serious injury.

Event description:
It was reported that the patient was stable.